Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a bilateral inguinal hernia repair on (B)(6) 1999 and mesh was implanted. On (B)(6) 2010 patient had a right inguinal mesh removal, bard 3d max mesh was implanted. On (B)(6) 2012 the patient underwent laparoscopic lysis of adhesions, nerve ablation and cholecystectomy. On (B)(6) 2012 patient underwent a bilateral inguinal exploration with excision of inguinal masses, left ilioinguinal nerve, periprostatic nerve block and turp. Patient experienced pain and had additional surgeries to relieve the pain and remove the mesh. The patient is impotent. No additional information provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on unknown date and mesh was implanted. It was reported that she experienced erosion of the mesh following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.